Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
An unspecified tego connector reportedly that interfered with him maintaining the ordered blood flow rate during his treatments. The patient needed to change the tego with each treatment to maintain blood flow rate ordered by the physician. There was no report of any patient harm.